Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the lead had invalid impedance value. A lead migration from the original placement was seen on the x-ray. The pt is scheduled for a revision with a physician in near future. No further info is available at this time.